Event description:
.It was reported to medtronic neurosurgery that when the valve was connected to the ventricular catheter and positioned over the burr hole, csf was flowing freely out of valve; however, after assembly the valve with the distal catheter, the doctor pumped the valve chamber but could not get any distal flow. According to the report, the valve was implanted and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that "the strata burr hole and strata nsc burr hole valves can be flushed in the proximal direction by percutaneous depression of the valve dome. To selectively flush a strata burr hole or strata nsc burr hole valve, depress and occlude the distal occluder section of the valve by percutaneous finger pressure, then depress the valve dome. The selective flushing will cause fluid to flow in the direction opposite the occluded side of the valve. If there is noticeable resistance to compression, the catheter being flushed may be occluded." All of the valves are 100% tested at the time of manufacture. Additional patient information: it was reported to medtronic neurosurgery that there were no complications but the patient has not improved. (B)(4).